Event description:
It is reported that the device was implanted in 2001 and was revised approximately 4 years post-op in 2005 due to wear of the surface.

Event description:
It is reported that the device was implanted in 2001 and was revised approximately 4 years post-op in 2005.